Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a procedure of free liver cyst, the subject device was used. The subject device was used for separation and hemostasis. The ultrasonic knife head of the subject device broke and fell into the abdominal cavity. The user immediately searched for and retrieved the fragment. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the breakage of the ultrasonic knife head.

Manufacturer narrative:
This is a supplemental report to provide additional information and to correct the model number. On (B)(6) 2019, it was reported from the field service engineer that the model number was sb-0535fc and the lot number was 7yk. The device was discarded by the hospital. It was additionally reported that the tissue pad at the distal end of the subject device was broken off. The subject device was not returned to omsc for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual as follows. Do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.